Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx limb stent graft to treat a right common iliac aneurysm. The procedure involved coiling the right internal and then using a main body and an extension to treat the aneurysm successfully. Approximately nine (9) years post-initial procedure, it appears that the extension has begun to separate from the main body limb. At this time, it is not yet determined if any further intervention will be necessary or if the patient will simply be monitored. The aneurysm remains small with no growth.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx limb stent graft to treat a right common iliac aneurysm. The procedure involved coiling the right internal and then using a main body and an extension to treat the aneurysm successfully. Approximately nine (9) years post-initial procedure, it appears that the extension has begun to separate from the main body limb. At this time, it is not yet determined if any further intervention will be necessary or if the patient will simply be monitored. The aneurysm remains small with no growth. Addtioanl information: the attending physician opted to proceed with a re-intervention procedure, during which two ovation ix extenders were successfully implanted. At present, the patient's overall medical status is undisclosed, as this information was not made available to endologix. Following a clinical assessment, it was also determined that an area of buckling existed between the right common and right external iliac arteries. This discovery was made during a detailed review of computed tomography (CT) scans, which provided critical diagnostic information.

Manufacturer narrative:
The reported event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx, implant separation between the main body and right iliac extension is confirmed. This is consistent with the reported event/incident. The clinical evaluation also shows reasonable evidence to suggest there was buckling between the right common and right external iliac arteries that also occurred. The buckling was most likely related to the increase in the right common and external iliac arteries. The increase in the angulation in the right iliac artery could have contributed to the reported event, but that could not be conclusively determined. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as being very stable. No additional investigation of this reported event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar events/incidents. Device iteration is afx with strata. B5: describe event or problem ¿ updated. G3: awareness date ¿ updated. H6: health effect - impact code - remove code 4614. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.